Event description:
It was reported by a customer that on (B)(6) 2011 after 34 minutes of lasering, the fiber broke and the laser beam came out of different places from the fiber. Per the customer, the procedure was completed with turp. Additional information reported by the customer was during set-up an aim test was performed and the beam was visible. No error codes were displayed on the console when this occurred. The user and patient did not experience any injury as result of this incident. The patient did not require additional treatment and is doing alright.

Manufacturer narrative:
(B)(4).